Manufacturer narrative:
Evaluation summary: though the capsule was not received for evaluation, a copy of the study was provided. Based on the data that was collected during the procedure, the recording was 02:48 instead of the scheduled 24, 48 or 96 hours. The study started with a normal ph value and then it dropped suddenly from 7.2ph to 2.3ph, indicating that the capsule fell into the stomach. A review of the device history record indicates that the product was released meeting finished product specification. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after an esophageal procedure, the study data was reviewed and it was noticed that the bravo capsule detached from the patient's esophagus prior to the end of procedure. There was no patient harm. A repeat study will be performed. No known adverse events were reported.

Manufacturer narrative:
Evaluation summary: this report is based on information provided by investigation personnel. One delivery device and capsule was received for evaluation. This device has been used in the treatment or diagnosis of a patient. The returned sample met specification. The customer reported that the capsule failed to detach. The reported condition was not confirmed. The investigation found the device to function normally and within specifications. The investigation could not determine a root cause or a probable root cause for the customer's report based on the information provided. The reported complaint mode will be utilized for trending purposes. No corrective action is required, because no failure mode was identified, since the product tested satisfactory. This unit does not meet the requirements for a manufacturing or service failure therefore; a device history review or service history review is not required. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, customer called to report a capsule that detached prior to end of procedure. Customer is to submit the short study for review. There was no patient harm and a repeat study will be performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after an esophageal procedure, the study data was reviewed and it was noticed that the bravo capsule detached from the patient's esophagus prior to the end of procedure. There was no patient harm. A repeat study will be performed. No known adverse events were reported.